Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a heavy meal announcement, the user experienced elevated blood glucose values with a fingerstick reading of 290 mg/dl and ilet reading of 310 mg/dl, while using an ilet with a dexcom g7; glucose trended down with observation and without backup therapy or medical intervention, and the caregiver attributed the episode to a higher carbohydrate intake than covered by insulin. Symptoms included not feeling well during hyperglycemia. Outcomes included transient hyperglycemia that resolved with continued ilet use and monitoring, without hospitalization or professional medical treatment. Investigation included on-call troubleshooting, comparison of fingerstick and ilet readings, assessment of meal announcement and insulin delivery context, and follow-up confirming downward trend to 229 mg/dl. Investigation of this case revealed no device alarms, no confirmed sensor or pump malfunction, and user-reported probable underestimation of meal carbohydrates leading to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user and meal-related factors considered likely contributors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.